Manufacturer narrative:
Continuation of concomitant products: product ID: mdt-lead. Product ID: a3dr0, serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) sensing integrity counter (sic) was high. It was also reported that the patient had a high number of rate drop response episodes and some far field r-wave (ffrw) oversensing at that time. It was noted that all testing was otherwise normal. The system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.